Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin delivery at times was not accurate to where customer blood glucose dropped low. Customer stated that they did not know if it was insulin pump or transmitter he said the auto mode was still giving him insulin even blood glucose was low. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis and reservoir will not be returned for analysis.